Event description:
It was reported that the external pulse generator (epg) is being returned for evaluation due to sudden interruption of pacing. Additional information received through follow up stated that the patient was reconnected to the implantable pacemaker and is "feeling fine." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.